Event description:
The customer reported ipilumumab research drug infused approximately 5-12 minutes longer than expected. The infusion rate was programmed at 60ml/hour with a vtbi of 90ml to infuse over 90 minutes. There was no harm or medical intervention. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report with investigation results will be submitted should the device be returned for evaluation.